Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a u9000 ultrafilter was observed to be broken and leaked during an ak96 machine disinfection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was evaluated on-site by a qualified technician. Visual inspection showed the ultrafilter to be broken and leaking. The device was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.